Event description:
Boston scientific received information stating: undersensing on a-lead at 0.5mv. Changed programming to auto in the a. No adverse pt effects, no asystole. Dr. (B)(6), (B)(6), canada implant date on (B)(6) 2008. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).